Event description:
It was reported that during the case the part that connects to the tubing broke off. The part allegedly fell into the patient and was fished out with a hemostat.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.